Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and/or product/lot codes required were not unavailable. Provided info states the pt was revised due to non-union, questionable infection after subsequent knee surgery. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Removal of distal tibia plate, 4 locking screws, 3 broken cordical screws as non union. Questionable infection present after subsequent knee surgery.